Event description:
The rptr stated that meter to lab comparison tests were done. The tests were done side by side at the lab, both from a venous draw. Meter result was 60 mg/dl, and the lab result was 140 mg/dl. The rptr did not have any symptoms. The rptr was uncertain regarding the condition of test strips, and did not have control solution for testing. No harm was alleged.